Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement- clip open during establishing final arm angle/efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. The discrepancy between what was reported (clip open efaa) and what was observed (no issue with the clip) likely due to a combination of varying amounts of tension felt by the device during procedure versus the returned product analysis. In this case, it was reported that the clip delivery system (cds) was advanced to the mitral valve, but the clip failed final arm angle (efaa), clip opened while locked. The clip was not implanted and was replaced. It is possible that there was applied tension on the clip, unintended curves/tension placed on the device by the user contributed to the reported user experience; however, this cannot be confirmed. Based on the available information, a cause for the reported unintended movement- clip open-efaa cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but the clip failed final arm angle (efaa), clip opened while locked. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.